Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test. Reportedly the consumer was required to perform testing prior to a surgery. The consumer underwent pcr and blood testing at the hospital with both generating a positive result. After, returning home the consumer reported that he performed a binaxnow covid-19 ag self test and received a negative result. The customer confirmed there was no patient harm or treatment given due to the test results.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212242 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 212242 and test device 195-430h / lot 207598. Quality control release testing met specifications with no observations of false negative results. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for lot 212242 based on the total quantity of devices distributed is (B)(4). In conclusion, abbott diagnostics scarborough did not identify a product deficiency. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3 other text : device discarded; single-use device.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test. Reportedly the consumer was required to perform testing prior to a surgery. The consumer underwent pcr and blood testing at the hospital with both generating a positive result. After, returning home the consumer reported that he performed a binaxnow covid-19 ag self test and received a negative result. The customer confirmed there was no patient harm or treatment given due to the test results.